Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a device upgrade procedure, the right ventricular lead was tested in the bipolar configuration and low sensing and no pacing were noted. The lead values were measured again when the new device was implanted and were found to be normal and the lead remained implanted. The patient was stable.